Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was noisy due to a faulty cable unit and the adapter was noted to be faulty, due to which the upper left corner of the image was missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing following a diagnostic procedure, the camera head had a visual field defect of the image after connecting with a visual tube. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, it¿s likely, the loss of image was, due to a cable failure. Additionally, it¿s likely, the cable failure was caused by a contact failure of the video connector, such as corrosion of electrical contact or foreign substance. A final root cause was unable to be identified. The event can be prevented, by following the instructions for use, which state: ¿do not coil, the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force, when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged¿. Olympus will continue to monitor field performance for this device.